Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). (B)(60. Failure (event) observed during analysis. Internal insulation abrasions noted at 15.0-15.02cm, 15.2-15.22cm, 42.2-42.5cm, and 42.3- 42.35cm from the electrode tip. The etfe coating was intact at all abrasion locations.